Event description:
It was reported that they were having an intermittent issue where there were lines through the hip on scans, causing the patient to be rescanned. It was determined that the tx-encoder needed to be replaced. Once this was done the unit is working as intended.